Manufacturer narrative:
Device analysis report is attached. This report is submitted on february 06, 2024.

Event description:
Per the clinic, the device was explanted (B)(6) 2023, due to a tip foldover and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 20, 2023.